Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomies have been in situ with the patient when the valves have stopped working, unable to maintain cuff pressure so needing an emergency trach change. The patient is now in the hospital on intensive care because of the failed tracheostomies. Patient is awaiting new tracheostomies.

Manufacturer narrative:
D4: catalog number updated. H6: evaluation codes updated. Device evaluation: three devices were received. Visual inspection by the unaided eye under normal lighting revealed that two of the devices had the inflation valve pushed into the pilot balloon and two of the devices had torn cuffs. The pilot balloons of the three devices were inspected for cuts and molding damage. None were identified. Functional testing on device one found no leaks detected and the cuff remained inflated. On device two, visual inspection of the cuff showed evidence of over inflation since the cuff was blousy and not tight to the shaft. During the leak test, a leak was detected on the underside curve of the shaft below the proximal cuff band. The cuff separated from the cuff band approximately 3 mm in length. The investigation could not definitely confirm whether the cuff tore due to over inflation or if it contacted something sharp. To test the inflation valve, it was removed from the pilot balloon and placed into another sample device. Using a syringe, 10 ml of water was inserted into the cuff and allowed to rest for 24 hours. The cuff remained inflated. The water was removed from the cuff, and there was no identifiable loss of water. This check was performed three additional times with the results remaining the same. The investigation determined that the valve for device 2 functioned as designed. During the functional testing on device three, the inflation valve was reseated into its correct position in the pilot balloon. The inflation valve remained seated after five attempts of inserting water into the inflation system and did not migrate inside the pilot balloon. Since visual inspection revealed a torn cuff, no leak test was performed. The investigation could not definitely confirm whether the cuff burst due to over inflation or if it contacted something sharp. To test the inflation valve, it was removed from the pilot balloon and placed into another sample device. Using a syringe, 10 ml of water was inserted into the cuff and allowed to rest for 24 hours. The cuff remained inflated. The water was removed from the cuff, and there was no identifiable loss of water. This check was performed three additional times with the results remaining the same. The investigation determined that the valve for device 3 functioned as designed. The balloon is designed to hold the valve in place so there is no adhesive applied to secure the valve. The connection between the syringe and the valve is a press fit; no twisting motion or pressure is needed to make the connection. If the care giver applies a twisting motion or excessive pressure when connecting the syringe to the valve, the valve can be forced inside the balloon and air or water will escape around the valve, resulting in the cuff not to remain inflated. The valve can be reseated by the care giver into the correct position and will function as designed. In some cases depending on the location of the valve after being pushed inside the balloon, the cuff may hold air or water , but making the connection of the syringe to the valve will be difficult and require a syringe with an extended tip. This was the case with device 1. The investigation did not identify manufacturing defects with the three returned devices. A DHR review could not be completed as no lot number was provided.

Event description:
Update: gcm received an email on 10-jul-2024 from (B)(4) from the facility (B)(6) stating that the tracheostomies have been in situ with the patient when the valves have stopped working unable to maintain cuff pressure so needing an emergency immediate change. The valves have stopped working whilst the patient has been at home and also out in the community both which pose a high risk. These tracheostomies are bespoke made for the patient and with so many failing the patient is a high risk of hospital admission which has ultimately happened as the patient has run out of correctly working tracheostomies. The patient is now in hospital on intensive care because of the failed tracheostomies. Patient is awaiting new consignment of bespoke tracheostomies. Vonica 11-jul-2024update: gcm received an email on 10-jul-2024 from (B)(4) from the facility (B)(6) stating that the incident happened with just one patient as the patient only uses the bivona tracheostomies. (B)(6) 11-jul-2024.